Event description:
A malfunction code was reported without any notable events occurring beforehand. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.